Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the transradial artery. The lesion was 90% stenosed with calcification. The lesion was not pre-dilated. A 4.00 x 12mm veriflex stent delivery system was selected and while advancing to the lesion resistance was encountered. The physician was unable to cross the target lesion. Upon removal, it was noted that the stent was damaged. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).